Event description:
After 1 1/2 years of cochlear implant use, this pt's audiologist reported that all electrodes were high impedences in all modes and the pt reported no auditory sensations. When diagnostic testing was attempted, no connection could be made with the device. Explantation and reimplantation surgery took place in 2005.